Event description:
It was reported that the a revision surgery was performed to remove the implant.

Manufacturer narrative:
The reported event (infection) could not be confirmed as no evidence, e. G. Lab results, were provided. The sales rep was contacted for further information regarding the event. He spoke with the surgeon, who reported the infection was a bacterial infection, but he did not know the cause or provided any other additional information. The implant was originally implanted (B)(6) 2023 and explanted on (B)(6) 2023 due to the infection. The peek implant is shipped non-sterile and sterilized at the hospital. A medical expert was consulted in a similar case that is comparable and stated ¿[u]nless there is evidence that there was ineffective sterilization, the implant itself did not cause or contribute to the infection¿. In sum, the provided information and document review did not provide any indication that the reported infection was related to the product. Based on statistical evaluation, there is no indication for an incorrectly working product or any design, material or manufacturing related issue.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that the a revision surgery was performed to remove the implant.